Event description:
Customer reportedly received results of 48 mg/dl and 249 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.